Event description:
Externalized conductors were found on the lead. Lead was electively explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 9.1-12.5cm from the distal tip. Multiple insulation abrasions were found between 6.8-19.6cm from the distal tip, consistent with lead friction to another device or structure. Another external insulation abrasion was found at 42.5-42.6cm from the distal tip, consistent with lead friction to the suture sleeve. The etfe coatings of the conductors were intact at all locations.